Event description:
It was reported that stent dislodgement occurred. A 3.50 x 28 synergy drug-eluting stent was advanced for treatment; however the stent failed in the middle third of the anterior descending artery. The stent was under expanded and fractured in the third distal part. Attempts were made to cross the dislodged stent with another stent for extraction. When this was not successful, the patient was sent for surgical intervention. After extraction the patient went to the intensive care unit and was discharged ten days later.

Manufacturer narrative:
B5 describe event or problem and h6 device codes: corrected the device was not returned for analysis; therefore, a technical analysis could not be performed. A photo was provided which revealed there was a kink in the lasercut section of the hypotube and the mid-shaft extrusion appeared to have broken away from the hypotube lasercut section exposing the tab and corewire. The section of the device distal of the break site, including the wire lumen, balloon, stent and tip were not present.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 28 synergy drug-eluting stent was advanced for treatment; however the stent failed in the middle third of the anterior descending artery. The stent was under expanded and fractured in the third distal part. Attempts were made to cross the dislodged stent with another stent for extraction. When this was not successful, the patient was sent for surgical intervention. After extraction the patient went to the intensive care unit and was discharged ten days later. Previously it was reported that stent dislodgement occurred but now it is reported that the reported issue was a shaft break. Attempts were made to cross the detached shaft but were unsuccessful.